Manufacturer narrative:
Siemens healthcare diagnostics has concluded its investigation of a false reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) lot 003 result. Siemens found no issues with the system. Siemens reviewed the sample handling information provided. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false positive result, siemens cannot rule out pre-analytical factors or sample specific issue. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). The advia centaur xpt sars-cov-2 total (cov2t) lot 003 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Event description:
A customer obtained a reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result on a patient sample that was considered discordant when compared to the non-reactive (negative) repeat results. There are no known reports of patient intervention or adverse health consequences due to the discordant reactive (positive) cov2t result.